Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total citation. No unexpected alarms noted during basal deliveries. No blank display anomaly noted. Unit passed the self-test. However, unit received with moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. No unexpected possible under delivery anomalies noted during testing. Unit passed all required test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.